Event description:
It was reported that during a labrum surgery during insertion of the anchor without levering the anchor split. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was observed that the anchor had broken off and four fragments were returned. No other parts of the device were returned. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. Dfu-0087-eo rev. 3 - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.